Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 32mm x 2.50mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal, mid and distal regions were flattened. Multiple hypotube kinks were also noted during analysis. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04jun2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. This 32 x 2.50 promus premier drug eluting stent was selected. During the procedure the device was unable to cross the lesion. The procedure was complete with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis identified stent damage.